Manufacturer narrative:
There was no reported patient involvement. Therefore, this information is not applicable. There is no established expiration date for this device. The surgical table is not an implantable device. The surgical table is not an explantable device. Evaluation summary: the one of the surgical table foot rests was broken. The table was stationed outside of the operating room, and no patients were involved or adversely affected. This is not a single use device.

Event description:
According to the initial reporter, one of the surgical table foot rests was broken. There is no report of patient involvement, and no reported adverse consequences as a result thereof.